Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that the customer experienced high blood glucose since (B)(6) 2015. Customer's blood glucose at the time of the incident was 459 mg/dl. Current reading was 366 mg/dl. Troubleshooting was done and no insulin, site or set issues were found. The drive support cap is recessed and the insulin pump passed the high pressure test. Customer declined to check the settings. Customer was advised to change the entire infusion set and reservoir and call the doctor to discuss the issue.